Event description:
User facility reported that the device powered up for first use, although the user reported that the device did not have usual level of power. Upon attempting to turn device back on for use, the device would not turn on.

Manufacturer narrative:
Returned device was evaluated. The evaluation determined that the bellows were not fully inserted; the device wouldn't irrigate and the mis-assembly caused a leak into the battery case and the batteries to corrode.